Manufacturer narrative:
Customer contact reports there was no patient information available. Checkout by the gehc service representative found the equipment to function within manufacturer's specifications. The flow sensors were replaced based on the alarms discovered in the logs, and the unit was returned to service.

Event description:
The hospital reported that the bag to vent switch is not working preventing mechanical ventilation. There was no report of patient injury.